Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the following led to the malfunction: foreign material possibly remained in the nozzle since the reprocessing was deviated from the instruction manual. The event can be prevented by following the instructions for use which state: the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to damage on the "up/down" knob, water tightness was lost. In addition to the foreign material found at the plastic distal end cover, the evaluation findings were as follows: due to wear of the angle wire, bending angle in the "up" direction did not meet standard value and the play of the "up/down" knob was out of standard value, the adhesive on the bending section cover had a chip , crack and white-clouded area, the control unit had corrosion due to water leakage, switch #1 had wear, switch #2 had a scratch, switch #4 had wear, the image guide protector was damaged, the suction cylinder was shaved, the plastic distal end cover had a scratch, the connecting tube had a scratch and discoloration, the protector of the universal cord on the scope connector side had a scratch, and the universal cord had a wrinkle. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer reported that after the inspection is completed, they have a dedicated cleaning staff to carry out appropriate primary and secondary cleaning and that they did not have any particular concerns. There were abnormalities in the accessories used for reprocessing. The customer did not presoak the endoscope in the detergent solution. The customer wiped/brushed the distal end with clean lint-free cloths, brushes, or sponges. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis lucera elite gastrointestinal videoscope had an air leak from the operation section. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign objects were found at the plastic distal end cover.